Event description:
It was reported that the patient was found with trach in hand, cuff side flange attached to trach, ties separated from stem/base of trach.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. The device passed all functional tests. DHR review was done, no issues related to the original complaint were found.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Two (2) sample were in used conditions, without its original packaging and with its certificate of safe handling. Visual inspection was performed at 12 inch under normal conditions of illumination per procedure. Sample 1: the damage is a break from mishandling, not a clean cut, you can see stress wear on the edge. Sample 2: the damage is a break from mishandling, not a clean cut, you can see stress wear on the edge. According to the complaint description, one of the devices was found in the hands of the patient, attributing that the device was in good condition for use, the second device is mentioned to have broken after use assuring that it was also in good condition. The complaint cannot be confirmed since it was caused by mishandling of the devices and could not have been produced during the manufacturing process. During neck strap molding process, it was tried to remove the unit from mold but bushing was stuck it, therefore, when it was tried to remove it, a split was created with the mold in the neck strap. The split was large and dept to the tube. Based on the test performed, it was concluded that failure reported could not be reproduced during the molding process since the cut created is not in the same position as sample received, the reproduced cut was deeper than cut from sample received. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. The damage probably occurred after the product left the manufacture. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process.